Event description:
Dexcom's g7 blood glucose sensor has been awful the entire time I've been on it. It will regularly read 100 mg/dl higher or lower than actual blood glucose level, and yet we are trusting these devices to make treatment decision in our automated insulin delivery (aid) systems. The dexcom g7 constantly exaggerates trends (e.g. Blood glucose is rising from a meal, but blood glucose meter data shows a peak of 175 when tested every 5 minutes whereas dexcom g7 will be reading 300+), which leads our aid to then overcorrect, leading to dangerously low blood sugar levels. Every sensor I've worn since I switched in october has been very inaccurate, and calibrating only makes the issue worse. The sensor I inserted (B)(6) 2023 was the worst case that could have easily led to my death: sensor was reading "high" and my aid system kept giving more insulin. Eventually it was reading in the high 300s but I felt low and checked to verify. I was 73 and it was reading over 350, and my aid system had given me more and more insulin to correct the false high. I had enough insulin active to bring my blood sugar to -50 mg/dl and had to administer glucagon to prevent death. Another issue is the false spike caused by moisture in the site. Every time someone wearing a g7 takes a shower, bath, or goes swimming, it reads falsely high until it dries out. Again, with aid, this leads to lows. I have learned to suspend aid before showing to prevent a blood glucose crash an hour later. This is incredibly dangerous and needs to be looked into. I do not think the g7 is accurate enough to be used with aid systems, and I would be shocked to learn no one has died since g7 was granted aid approval over the last five months.